Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient had a burn. The equipment was removed and then further surgery was with a sales demo unit and no burning occurred with demo machine and surgery was performed successfully. Skin prep on the was not done prior placing the pad; it was done on dry skin.